Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirmed the reported event. Failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 3 and 6. Passed visual inspection. The reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the system was displaying black images and frame rate error messages. Replaced the umbilical cable and tested the system. Verified 2d image quality with several fluoro shots, verified 3d image quality (not navigated), verified communication with the navigation system by performing 5 navigated spins, performed the overdue gain calibrations, and performed an analog offset calibration to improve 3d image quality. System is fully functional. The umbilical cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, error messages were received after 2d images were acquired. The surgeon opted to complete the procedure without the use of the imaging system. The procedure was completed successfully with the use of a c-arm. There was a reported delay to the procedure of 10 minutes due to this issue. The patient was not impacted.

Manufacturer narrative:
(B)(6).